Event description:
Pt c/o lt flank pain 9/29. Brownish urine. The stent, unable to maintain the proximal coil, was migrating down the left ureter. A different MFR's stent was used as a replacement. Original lot number of defective stent is unknown. Sample not available. MFR to be notified by mat. Mgmt.